Event description:
It was reported that during a follow-up five months post implant, the pulse generator showed only two years remaining longevity. The current drain was high at 41 ua. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an anomalous integrated circuit which caused high current drain. After the integrated circuit was replaced, normal function ensued.